Event description:
It was reported that when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, one blood collection tube was missing the stopper. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary: bd received 1 video from the customer in support of this complaint, showing the cap with the missing stopper. 100 retained samples were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the video provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.